Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced pupil block, with elevated iop, enlarged and addition of new pi. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4), surgical procedure, secondary surgery. Intraocular pressure rise. Pupillary block. Surgical procedure, enlargement of pi. Surgical procedure, addition of pi. (B)(4). Lens not returned. (B)(4).